Event description:
The reported description notes that the ECG waveforms are noted to be frozen on the monitor's display screen. There is a heart rate in the numeric field which the customer states is "fine". No pt injury was reported.

Manufacturer narrative:
(B)(4). Confirmation of complaint: the reported description notes that the ECG waveforms are noted to be frozen on the monitor's display screen. There is a heart rate in the numeric field. No pt injury was reported. No product testing was performed. Philips customer service provided the customer with troubleshooting steps to resolve the reported issue. Corrective action: no CAPA, further action or investigation is warranted. The available info does not support that any design or labeling deficiency exists in relation to this report. Conclusion: root cause-unknown. The info provided by the users does not describe any known health risk issue. A philips customer service call back to the customer was made after troubleshooting steps were given to resolve frozen ECG waveforms. The customer states the reported issue has resolved, but did not offer specifics about what resolved the reported problem. Trending for this issue supports that there is no design, manufacturing, materials, or labeling problem. No further investigation or action is warranted.